Manufacturer narrative:
It is a possibility that the reported reading of 319 mg/dl was inaccurate. The freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2013 at 8:45am, she tested her blood glucose on her omnipod system using freestyle test strips and received a reading of 319 mg/dl. Customer further reported she self-treated with an unspecified dosage of humalog insulin (via omnipod system) and subsequently "felt sick", stating she experienced symptoms described as "vomiting, nausea, and chest pain". Customer called paramedics and upon their arrival, customer's blood glucose was checked (unspecified reading) and she was transported to a local hospital. Upon her arrival at the hospital, customer's blood glucose was checked (unspecified "very high" reading received), she was diagnosed with diabetic ketoacidosis (dka), and treated with additional humalog insulin via injection. No new medication was administered to the customer and she could not recall any additional treatment. Customer was released from the hospital on (b)6) 2013. Although the customer's reported reading of 319 mg/dl is not inconsistent with the reported diagnosis of dka and the reported treatment of insulin, it should be noted that the omnipod system, when used in combination with freestyle test strips, has the potential to produce erroneously low results. There was no report of death, serious injury, or permanent impairment associated with this event.